Event description:
A tracheostomy surgery was performed on (B)(6) 2021 without any issues. On (B)(6) 2021 upon entering my fathers ICU hospital room, I observed that he was bubbling at the mouth and the plastic part on the front of his throat had a fresh drip of blood on it. Neither of these things were an issue in the recent days. All of his numbers (vitals on the machine) were way worse than after the original surgery. I began questioning the nurses. After checking the tracheostomy line with a stethoscope (because the machine was still reading as if he was getting the proper oxygen), they determined that he was not getting the proper oxygen and needed to perform an emergency surgery to fix a collapsed trach cuff. He never recovered after the surgery.